Manufacturer narrative:
A patient experienced patient experienced fever and increased pain/inflammation due to a possible infection was reported to abbott. The patient was admitted to the hospital and surgical intervention was undertaken wherein the entire system was explanted to address this issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that patient experienced patient experienced fever and increased pain/inflammation due to a possible infection. The location of the infection was unknown. In turn, patient was admitted to the hospital and surgical intervention was undertaken wherein the entire system was explanted to address this issue.